Manufacturer narrative:
There is minimal information available regarding this event. Therefore, the root cause of this event cannot be determined. However, there has been no indication or allegation of a product malfunction. Requests for additional information are currently in progress. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve was explanted for unknown reasons. The implant duration is unknown. The patient underwent redo-avr with a freestyle homegraft aortic valve. No other details available.